Event description:
It was reported that a patient experienced a heart attack and passed away on the same day coincident with automated peritoneal dialysis (apd) therapy. The patient died at home. It was unknown if the patient received medical intervention. It was unknown if the patient was connected to the homechoice cycler at the time of the event. It was not reported if apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history log was performed and there were no keystrokes, programming, use related or iipv events that would indicate and/or contribute to the reported problem. A visual inspection was performed and the door was found to be broken. The door was replaced. A functional test was performed with no abnormalities noted. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.